Manufacturer narrative:
The referenced report of previously reported infection is captured under medwatch MFR report # 2916596-2018-00905. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 months and 20 days. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for possible transplant, but then developed fever and inflammation at driveline exit site. The site was cultured and blood cultures were completed. Driveline culture was positive on (B)(6) 2018. The patient has been seen by infectious diseases specialist and started on antibiotic. Surgical driveline revision and incision and drainage (I&d) were done on (B)(6) 2018. The patient has a previously reported history of infection. The patient was transplanted on (B)(6) 2018 and the customer returned the pump for analysis. No additional information was provided.